Manufacturer narrative:
Product event# (B)(4). Method, results, conclusion: device return anticipated but device not yet received, therefore analysis is pending. (B)(4).

Manufacturer narrative:
(B)(4) testing performed: device packaging inspection: received in medtronic corrugated cardboard box, with plastic air cushions to fill the negative space. Received in single plastic bag, not a biohazard bag. No original packaging included, therefore device information cannot be confirmed against the product event page within gch, nor is it possible to confirm that the device that was sent back as the reported complaint device. No additional paperwork included device visual inspection: adenoid tip returned, no hand-piece returned. Adenoid tip appears used as indicated by blood splatter and charring on the housing. All components appear intact and in place, except the adenoid tip wire is absent and appears to have come detached. See pictures below. Functional inspection: unable to functionally inspect for ¿difficult to attach tip to handle¿ since no hand piece was returned. Without the hand piece, there is no way to investigate whether or not the returned tip was difficult to attach. Lhr review: lhr 0007080354 was reviewed and no similar failures were noted in the record. Investigation conclusion: the reported issue of broken wire was confirmed, however the reported issue of being difficult to attach to handle could not be confirmed. The adenoid tip wire is not present on the returned device, therefore this portion of the complaint has been confirmed. This complaint has been seen in the past and been addressed through a situation analysis (13-90-0014). A CAPA ((B)(4)) is currently open as well to address this issue. The adenoid tip being difficult to attach to the handle could not be evaluated as a hand-piece was not included in the return of this tip. Without the complaint handle, there is no way to tell if the interference between the handle and the tip was high, resulting in a larger than expected force requirement for insertion and removal of the tip. This complaint will be monitored in gch for future instances and additional investigations will be carried out should this complaint failure become more prominent. Reference documents: 31-10-1370 rev b product and specification plan-plasmablade tna product family 42-10-1020 rev c complaint investigation work instructions test equipment: not applicable. (B)(4).

Event description:
During and adenoidectomy procedure, with the use of the plasmablade adenoid device, the electrode wire fractured. It was noted that little pressure was applied to the device, the device electrode sparked, and immediately after the spark the wire was determined to be fractured. It could not be determined if the device was in direct contact with tissue when the spark occurred as the view of the surgical field was obstructed due to bleeding of the adenoids. Oxygen setting was stated to be below 20%. Another plasmablade device was utilized to complete the case. No patient impact.

Event description:
During and adenoidectomy procedure, with the use of the plasmablade adenoid device, the electrode wire fractured. It was noted that little pressure was applied to the device, the device electrode sparked, and immediately after the spark the wire was determined to be fractured. It could not be determined if the device was in direct contact with tissue when the spark occurred as the view of the surgical field was obstructed due to bleeding of the adenoids. Oxygen setting was stated to be below 20%. Another plasmablade device was utilized to complete the case. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.